Event description:
The graft was implanted to repair an abdominal aortic aneurysm. A leak was observed at the graft's bifurcation. The quantity of blood that leaked through the graft is unknown. The leak was stopped with sutures and the graft was left in. The patient's condition is stable.